Manufacturer narrative:
Conmed received the damaged nexgen oscillator blade on 01/26/2016. Visual inspection of the returned blade confirmed that a blade tooth has broken off. The quality engineer examined the blade under a microscope at approximately 10x magnification. The area around the broken tooth was not fractured nor did it show any porosity that would lead to failure. The area appears as though the tooth was under extensive stress and broke due to the application of excessive force. The remaining tooth at the opposite end of the blade has been pushed over. The sides of the blade and the hub have deep scratches. This type of damage can occur during use if the blade teeth come in contact with other metal instruments such as the cutting block, retractors, or activation of the saw while inserting or removing the blade from the cutting block. There is no evidence that anything associated with the device manufacturing process caused or contributed to this reported problem. The most likely cause of this failure is use related. This device was manufactured on 27-may-2015 in a lot of (B)(4) units. (B)(4). A review of the device history record found no abnormalities that would cause or contribute to this reported event. There have been no other complaints received for this item and lot number combination. A review of complaint history found that there have been three (3) other similar events reported on this device. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported to be related to this device failure mode. To reduce the risk of blade breakage or injury to the patient, the handpiece manual used to drive the blades/burs cautions the user: always inspect for bent, dull or damaged blades or drill bits before each use. Do not attempt to straighten or sharpen. Do not use if damaged. After use, dispose of properly. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur.

Manufacturer narrative:
The nexgen oscillator blade is expected but has not yet been received for evaluation. A follow-up submission will be filed once the device has been received and the evaluation has been completed.

Event description:
The customer reported while using the nexgen oscillator blade in a total knee replacement surgery, the blade was damaged by the jig and a tooth of the blade fell into the back of the patients knee joint. The tooth of the blade was retrieved contributing to a 20-minute extension in surgery time. The procedure was completed as intended using another nexgen oscillator blade with no further complications or any patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.